Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# serial# unknown, implanted: (B)(6) 2018, product type lead correction: based on additional information received, the event no longer meets the definition of a serious injury; however, the event is still a reportable malfunction. Codes have been updated to reflect this. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that "infiltration by a surgeon" was not a revision, and was "just syringe infiltration with anti-inflammatory medic". The information had been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue had been resolved.

Event description:
Additional information received from a manufacturer representative. When asked if the cause of the issue was determined, it was reported that it was "possibly electrodes, mechanical, or electrical influence in the scar region" but the cause was not clearly determined. The issue occurred occasionally since implant. According to recent reporting, the patient felt better "after infiltration" by a surgeon and a new spinal cord stimulation program, and therefore they refused to switch off stimulation to test the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced an ¿electrifying sensation in the area¿ of a ¿smaller scar¿ that was thought to be related to the patient¿s underlying lead. The hcp reportedly could not determine whether the sensation was connected to when stimulation was enabled, because ¿it only pinched every now and then¿ and that ¿she would have to turn off the stimulation for longer¿ to troubleshoot the issue further. Impedance testing was performed and found the ¿connections were in the green zone.¿ no further complications were reported or anticipated.